Manufacturer narrative:
Patient demographics (date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging, excessive bending/drilling forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via a medwatch letter that during a scheduled surgical procedure case for right knee diagnostic arthroscopy/acl reconstruction/possible tendon autograft harvest, the surgeon was using the flip cutter and it broke inside the patient's knee. The surgeon ended up using an x-ray and opened-up the knee (surgical intervention) to locate the broken piece of the flip cutter. The broken piece was retrieved and removed.